Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The patient's current blood glucose was 500 mg/dl. The customer reported that the drive support cap appears normal (slightly indented. The customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.